Event description:
Patient is reported to have developed a burn, approximately 2 x 1/2 x 1 inch on their inside right knee, following treatment with the anodyne professional unit for contractures. User facility reports using appropriate application technique and following recommended treatment guidelines. Patient has had medical treatment, consisting of a topical ointment and a dressing. Patient reports that their burn has healed.